Event description:
"The suction was blocked while operating in surgery. There are two suctions show the same problem. But customer has already abandoned another one."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.